Event description:
It was reported that during cleaning and sterilization, the customer noted that 'the orange sleeve on the distal end is coming' on the monopolar curve scissors instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the orange pad printing on tube extension had been removed from roughly 2/3 of outer surface. The remaining sections of pad printing flake off when scraped with fingernail. Engineering concluded that damage was likely due to improper cleaning. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.